Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Customer technical support advised plugging the wall adapter into a functioning outlet for at least 30 minutes to see if the pump would start charging and planned to follow up on the issue. No further actions were required after cts received confirmation that the mail was sent.